Event description:
A us distributor returned a monitor and reported the monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case/service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, partially unplugging connector j1001 from the ca board. Additionally, the front response button was non-functional. The cause for the failure was contamination on the response button switch. The response button cover showed signs of physical abuse. The root cause for the damaged connector was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.